Event description:
It was reported that the patient with this implantable pacemaker device experienced a painful knot over the muscle. Boston scientific technical services (ts) referred the patient to the physician. As of this time, this device remains in service. No adverse patient effects were reported.